Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history did not reflect accurate data despite being in use. There was no impact to the customer's blood glucose level. Ultimately, the pump corrects itself and displays the correct history. Reportedly, the customer continued using the pump for insulin therapy.